Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced pain ("left sponge in surgery, leading to pain weekly"). The patient was treated with surgery (cut open 3 times to find sponge and put under 2 annat and hysterectomy). At the time of the report, the hysterectomy and pain outcome was unknown. The reporter considered hysterectomy and pain to be related to essure. The reporter commented: plaintiff reported that she had partial hysterectomy but coils not removed. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu received from social media. Reported information was added. Additional reporter was added. A new event-pain was added. Narrative updated. Previously coded event hysterectomy as medical device removal , pt updated to hysterectomy as plaintiff reported that coils has not been removed. On 23-mar-2020: content from social media received: new reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced pain ("left sponge in surgery, leading to pain weekly"). The patient was treated with surgery (cut open 3 times to find sponge and put under 2 annat and hysterctomy). Essure was removed. At the time of the report, the hysterectomy and pain outcome was unknown. The reporter considered hysterectomy and pain to be related to essure. The reporter commented: plaintiff reported that she had partial hysterectomy but coils not removed. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.